Manufacturer narrative:
Eval in progress but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the display of the roller pump was blank. The user stated the lcd was defective. The device was used for the procedure. Control of the pump remained available through the central control monitor. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.